Event description:
Cyclic tpn discovered disconnected (B)(6). Mc100 changed (B)(6). Smartsite extension set 20028e, lot number 15046695 was found disconnected from the ICU medical microclave mc100 neutral connector, lot number 3053029. Small amount of tpn leaked out. There was a brief interruption of treatment. No harm to patient or intervention required. Reported to carefusion and ICU medical. Products sent to carefusion.